Event description:
Treatment of an avm. The avm was accessed with the echelon catheter from the left sca. It was reported after onyx was injected, there was 2-3 cm of onyx reflux. The catheter became entrapped in the onyx and when it was pulled upon removal, it straightened out the vessel. The sca separated from the basilar tip. The pt expired due to hemorrhage.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was discarded at the hosp. The onyx avm instructions for use (IFU) warns "do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal" and precautions "under some difficult clinical situations, rather than risk rupturing the malformation and consequent hemorrhagic complications by applying too much traction on an entrapped catheter, it may be safer to leave the micro catheter in the vascular system." Same event as MDR 2029214-2007-00131.